Event description:
It was reported that the 6800 system locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer and hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.